Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer blood glucose level was 1.9 mmol/l at the time of incident. Customer reported that they got blood at site. The customer was treated with food. Customer would not like to continue troubleshooting site issue. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.